Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.